Event description:
It was reported that this left ventricular (lv) lead exhibited oversensed noisy signals which was confirmed via pacing system analyzer test. Various troubleshooting measures were attempted, including replacing the adapter, but the anomaly persisted. This lv lead was replaced with a different model, not implanted and will not be returned due to infection present, which was not device related. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited oversensed noisy signals which was confirmed via pacing system analyzer test. Various troubleshooting measures were attempted, including replacing the adapter, but the anomaly persisted. This lv lead was replaced with a different model, not implanted and will not be returned due to infection present, which was not device related. No adverse patient effects were reported.